Manufacturer narrative:
(B)(4). The device has not been returned to baxter to eval at this time. A supplemental report will be submitted if the device is returned and once the investigation is complete.

Event description:
The customer reported that the spectrum pump displayed an unk system error during a fentanyl infusion. There was no pt injury. No further info was available.